Event description:
It was reported that a nursing home patient had different types of ongoing infections on and off for years. The patient was ¿continuously sick¿ and had been on flex dosing. The pump site had been warm to the touch on two occasions but no other details about the timeline, treatment, or outcome were available. The healthcare professional (hcp) noted that the patient had ¿bed burns¿ and the pump had been wearing through the skin. The pump was used to infuse dilaudid (hydromorphone). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).